Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during warm up. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the device requesting the sensor code during warm up is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.